Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps (fbf) instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Review of the provided image is consistent with the alleged complaint of conductor wire insulation damage. Root cause of the failure mode cannot be confirmed without the returned device. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/lot# k10211018 0410) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system (B)(4). The instrument had 11 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was found to have a damaged conductor wire insulation. There was no patient involvement. Per subsequent follow-up, the site's da vinci coordinator clarified that the instrument was inspected prior to procedure and no damage was observed. The fbf instrument did not collide with other instruments. The damage was identified during central processing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The fbf instrument was found to have signs of thermal damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The fbf instrument passed the electrical continuity test. The root cause of this failure is attributed to mishandling/misuse. Additional observation not reported by site that is related to the primary failure: the fbf instrument was found to have thermal damage on the bipolar yaw pulley. The root cause of this failure is attributed to mishandling/misuse.